Event description:
The mains cable was pulled out of the pump unit and landed in a pool of water on the floor. A loud band was heard. No injury was sustained.

Manufacturer narrative:
The most likely root cause of the failure was due to excessive force from a moving bed mechanism (another device), which pulled the mains cable out from its secondary strain relief securing mechanism. The product was not returned so this could not be inspected. Our securing design for the alphaxcell has been certified to bs en60601-1-2 standard for electrical safety. The conclusion is that there is a risk that cabling, if not managed correctly when in use with bed frames and moving parts, can get damaged and potentially cause an electrical safety risk to the pt/user. The issue of electrical safety is covered in our original risk analysis of the product. Risk analysis determination: historical data demonstrates that this and similar designs, give few and minor occurrences of harm. The benefits given by the system, in terms of pressure relief are considered to outweigh the risks. This is supportive of the fact that we have had only one previous event of this nature reported to us since the product was launched in 1997.